Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2016-01305. It was reported pulmonary edema occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A watchman ® laa closure device & delivery system and watchman ® access system were used. Three partial recaptures were necessary as the device was too distal each time. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. At an unspecified time during the procedure, the patient experienced pulmonary edema. Medication was given or the patient¿s regimen was adjusted and they had a prolonged hospital stay. The event was considered resolved in (B)(6) 2015.